Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin 2 g (route, frequency, and duration not reported) and fortum 1g (route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the pd fluid was clear, the antibiotic course was completed and the patient was recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.